Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp)machine is not working on mains. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp)machine is not working on mains.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Replaced power supply assembly and then checked the machine. Machine is working on mains and battery. All tests and pneumatic functions are working. Machine is working ok and handed over the machine to the user in working condition.

Event description:
N/a.